Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va01227, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va01227, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that the patient had pain in their hip, right knee, and near the implant area since 2014. The patient had sciatic pain in their hip and was getting a hip replacement. The patient had knee pain and a cat scan done of the knee with inconclusive results, so they were considering an MRI. The patient also experienced pain near the implant and it felt like a wire. The patient wanted to know if the lead could move. No changes in therapy were mentioned. The health care provider (hcp) prescribed antibiotics, but didn¿t think it looked infected. The patient would be meeting with their hcp tomorrow and they might try a steroid shot. It was later reported that the intervention taken to resolve the pain at the implant site was explantation on (B)(6) 2015. The cause of the pain was multifunctional, but was mainly myofascial pain.